Event description:
It was reported that, "when implanting this ((B) (4)) hip stem the surgeon noticed a burr at the bottom of the c-taper. The stem was already implanted and was very solid. The surgeon did not want to remove it. He welded the 26mm+10 ((B) (4)), it was very solid."

Manufacturer narrative:
Device will not be returned as it remained implanted. If the device or additional information becomes available it will be submitted on supplemental report.